Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during the rewind process due to the encoder signal being out of phase. The insulin pump was unable to perform the displacement test due to the constant motor errors. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer's blood glucose was 136 mg/dl. The customer stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.